Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional /following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What post op date did the patient present with any symptoms? Can you describe the appearance of the stratafix when patient was evaluated? What was the date of the second procedure? What was the location of breakage, initiation or termination end? Did the suture break? Did the stratafix symmetric suture pull through the tissue? How much of the incision was open (in cm)? What is the surgeon opinion of contributing factors to wound dehiscence? Was any medical/surgical intervention was performed for this suture event? Can you explain what you mean by ¿mold around the incision¿? Were any cultures performed? Were any photos taken of the ¿mold around the incision¿? Can you identify the lot number of stratafix? Are there any product or photos for review of dehiscence? What is the current condition of the patient? Additional information was requested and the following was obtained: what tissue type and location of the suture placement? Knee capsule. What tissue dehisced? Knee capsule. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. How the suture was placed (interrupted or continuous)? Continuous. How the suture was tied (square knot or multiple knots one end)? Back stitched. What date did the patient present with dehiscence (number of post op days)? Unknown. \how was the dehiscence managed? Was surgical/medical intervention required to treat the patients condition? Results? Unknown. Were there any intra-operative or post-op complications/ or any other adverse event report? Was told patient fell. What was the appearance of the suture? Unknown but surgeon proceeded w/ case after using symmetric. Did the suture break during use or post-op? Post ¿ op complication but not sure suture actually broke. What is the patient status? Unknown. Please provide the wound closure device types, including adhesive bandages and wet/dry wound dressings unknown. Have there been similar issues reported with the product in past with different patients/procedures? If yes, please provide reference #. If not please provide details of the patients and product per event /procedure. Unknown. Is the post-op complications reported for the patients in any way related to the use of sutures? If yes specify reason. Surgeon believes so. Lot#? Unknown.

Event description:
It was reported that the patient underwent a total knee surgical procedure on unknown date and the suture was used continuous on knee capsule. Following the procedure, the patient possibly fell and experienced dehiscence of the knee capsule tissue along with suture dehiscence. It was also reported that the patient possibly experienced a mold around the incision. The doctor is unsure if the suture actually broke. The doctor opined that post-op complication related to the suture. Current patient status is unknown. Additional information has been requested.